Event description:
It was reported that post coronary artery bypass graft (CABG) procedure, the right atrial (ra) lead was noted to exhibit loss of capture. The ra lead was explanted and replaced. The patient was in stable condition.